Event description:
This lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2012 due to an advisory/ recall. The procedure took place at (B)(6) with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).